Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the 3d max mesh implanted in (B)(6) 2015. A second emdr file was created to address the perfix plug implanted in (B)(6) 2007. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007 - the patient had a perfix plug implanted to repair a right inguinal hernia defect. On (B)(6) 2015 - the patient had a large left 3dmax mesh implanted to repair a left inguinal hernia defect. On (B)(6) 2015 - the patient began to experience symptoms of severe chronic post operative groin pain, for which he continuously consulted with several specialists who prescribed acupuncture and anti-neuropathic medication. During the course of his treatment, patient's doctors diagnosed his symptoms as "medically likely due to post-operative scarring and/or mesh related foreign body reaction." On (B)(6) 2017 - the patient underwent diagnostic left ilioinguinal and iliofemoral nerve block for symptoms of chronic pain, status post left inguinal repair. On (B)(6) 2017 - the patient underwent left genitofemoral radiofrequency ablation for ilioinguinal neuropathy and nerve entrapment, status post positive diagnostic response to nerve block. The attorney alleges the patient experienced only temporary relief from his symptoms of chronic pain from these treatments, and consults have indicated that he likely requires peripheral nerve implant or removal of the mesh from a more permanent solution to his symptoms. The attorney further alleges that the patient was seriously and permanently injured and that the patient developed serious physical complications which required subsequent, pain and unnecessary surgery as a result of his 3dmax mesh.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the 3d max mesh implanted in (B)(6) 2015. A second emdr file was created to address the perfix plug implanted in (B)(6) 2007. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, no conclusions can be made. Based on the medical records provided, the patient had left scrotal pain post 3dmax mesh implant; attorney also alleges that the patient underwent nerve block procedures for chronic pain. This supplemental emdr represents the 3dmax mesh (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient had a perfix plug implanted to repair a right inguinal hernia defect. (B)(6) 2015 - the patient had a large left 3dmax mesh implanted to repair a left inguinal hernia defect. (B)(6) 2015 - the patient began to experience symptoms of severe chronic post operative groin pain, for which he continuously consulted with several specialists who prescribed acupuncture and antineuropathic medication. During the course of his treatment, patient's doctors diagnosed his symptoms as "medically likely due to post-operative scarring and/or mesh related foreign body reaction." (B)(6) 2017 & (B)(6) 2017 - the patient underwent diagnostic left ilioinguinal and iliofemoral nerve block for symptoms of chronic pain, status post left inguinal repair. (B)(6) 2017 & (B)(6) 2017 - the patient underwent left genitofemoral radiofrequency ablation for ilioinguinal neuropathy and nerve entrapment, status post positive diagnostic response to nerve block. The attorney alleges the patient experienced only temporary relief from his symptoms of chronic pain from these treatments, and consults have indicated that he likely requires peripheral nerve implant or removal of the mesh from a more permanent solution to his symptoms. The attorney further alleges that the patient was seriously and permanently injured and that the patient developed serious physical complications which required subsequent, pain and unnecessary surgery as a result of his 3dmax mesh. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with right direct inguinal hernia and underwent repair. As per operative notes, "a fairly large direct hernia sac was peeled off at the cord. An extra-large plug (perfix plug) (device #1) was inserted and sutured to the edges of the fascia. At this point an onlay patch of marlex mesh was laid in the hesselbach's triangle after being trimmed to the appropriate dimension. The lateral limbs were wrapped around the spermatic cord, sutured together and tucked under the external oblique aponeurosis.¿ (B)(6) 2015 - patient was diagnosed with left inguinal hernia and underwent laparoscopic repair surgery. As per operative notes, ¿the direct hernia was reduced. A large 3dmax mesh (device #2) was placed over the hernia defect and secured in place with a hernia tacker." (B)(6) 2015 - patient had post op abdominal pain due to constipation and urinary retention. (B)(6) 2015 - patient reported to doctor persistent left scrotal pain.